Event description:
The customers staff noticed that the device had not downloaded when they check the unit it was discovered that the plastic was burned and the 3rd and 4th connectors were damaged on the unit and the base. A request was made for the return of the suspect device and replacement product was sent.